Manufacturer narrative:
(B)(4). Currently it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. The device will be returned for analysis and further information will follow once the analysis has been completed. No conclusion can be drawn at this time. Medtronic, inc. (Medtronic) is submitting this report to comply with 21 c.f.r. Part 803, the medical device reporting regulation. This report is based upon information obtained by medtronic, which the company may not have been able to fully investigate or verify prior to the date the report was required by the FDA. Medtronic has made reasonable efforts to obtain more complete information in the time allotted and has provided as much information as is available to the company as of the submission date this report. This report does not constitute an admission or a conclusion by FDA, medtronic, or its employees that the device, medtronic, or its employees caused or contributed to the event described in the report. In particular, this report does not constitute an admission by anyone that the product described in this report has any "defects" or has "malfunctioned". These words are included in the FDA 3500a form and are fixed items for selection created by the FDA, to categorize the type of event solely for the purpose of reporting pursuant to part 803. Medtronic objects to the use of these words and others like it because of the lack of definition and the connotations implied by these terms. This statement should be included with any information or report disclosed to the public under the freedom of information act.

Event description:
Information received by medtronic indicated that the customer received battery failed alarm. No harm requiring medical intervention was reported. Troubleshooting was performed and customer confirmed no damage in retainer ring, but issues were unresolved, customer will discontinue to use the device. The insulin pump will be returned for analysis.

Event description:
The device was returned for analysis.

Manufacturer narrative:
Retainer ring = black case type = ngp. Customer returned insulin pump for an alleged failed battery test on september 06, 2022 insulin pump passed displacement test, self test, active current measurement and sleep current measurement. Insulin pump successfully downloaded to thump. The power management graph confirmed the unloaded voltage (ul vlith) and loaded voltage (loaded vlith) were within specification range. No insulin pump error, low battery alert, power loss alarm, replace battery alert, replace battery now alarm or battery failed alarm noted during testing. The insulin pump downloaded history confirmed the insulin pump alarmed low battery alert on september 06, 2022 at 07:48:00.000, replace battery alert on september 06, 2022 at 17:19:00.000 and battery failed alarm on september 06, 2022 at 17:42:28.000 due to customer's faulty aa battery. The electronic assembly and battery tube were inspected and corroded battery tube was noted. The following were noted during visual inspection: pillowing keypad overlay. Insulin pump passed required testing and battery failed alarm was not noted during testing. Failed battery test was not confirmed. Medtronic, inc. (Medtronic) is submitting this report to comply with 21 c.f.r. Part 803, the medical device reporting regulation. This report is based upon information obtained by medtronic, which the company may not have been able to fully investigate or verify prior to the date the report was required by the FDA. Medtronic has made reasonable efforts to obtain more complete information in the time allotted and has provided as much information as is available to the company as of the submission date this report. This report does not constitute an admission or a conclusion by FDA, medtronic, or its employees that the device, medtronic, or its employees caused or contributed to the event described in the report. In particular, this report does not constitute an admission by anyone that the product described in this report has any "defects" or has "malfunctioned". These words are included in the FDA 3500a form and are fixed items for selection created by the FDA, to categorize the type of event solely for the purpose of reporting pursuant to part 803. Medtronic objects to the use of these words and others like it because of the lack of definition and the connotations implied by these terms. This statement should be included with any information or report disclosed to the public under the freedom of information act. Additional information has been received which was not included with the initial report. The information has been provided in section b5 with this report.